Event description:
Customer complaint: apologies if I'm just missing it but where on your website do we upload the photos of the recalled product? I actually received burns from the product myself but assumed I'd used it incorrectly. I didn't require medical care or anything but do still have marks on my skin months later. I own two pads and am happy to send photos of both, just need to know where. Thanks so much in advance!